Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 301942 and lot number 2109204. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. However, the retained samples did not display any signs of leakage.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked at the plunger. The following information was provided by the initial reporter, translated from chinese to english: when the drug was pumped, there was obvious drug leakage at the plunger of the syringe.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip-tip syringe with bd precisionglide¿ needle leaked at the plunger. The following information was provided by the initial reporter, translated from chinese to english: when the drug was pumped, there was obvious drug leakage at the plunger of the syringe.